Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylet broke off at end with a piece remaining in the white part when physician tried to remove stylet from lead during implantation. No known factors that may have led to or contributed to the event were reported. No diagnostics/troubleshooting was performed. The physician wants to report that the stylet broke as they tried to remove it. The physician did not use excessive force or instruments and was surprised how easily it broke. It had no impact on the outcome of the lead placement. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.